Manufacturer narrative:
Failure analysis noted that the insulin pump had intermittent button response and button error alarm due to moisture damage on the keypad traces. There was no moisture damage on the electronic assembly/motor. The pump had minor scratched lcd window, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and missing end cap sticker. The pump passed rewind, basic occlusion, occlusion, prime/compromised force sensor resistor and no delivery tests. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 253 mg/dl at the time of incident. The customer stated that she went into the water with the pump on. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.